Event description:
Clinical study: it was reported that seven days after a coronary artery drug eluting stenting procedure, the patient experienced a hypersensitivity reaction. The lesion being treated in the index procedure was a mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x28mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Seven days after the procedure, the pt experienced a moderate hypersensitivity reaction of generalized joint pain. There was no action taken and the event is ongoing. In the opinion of the physician the relationship fo the hypersensitivity to the taxus stent is unknown. It is unknown if it is drug related.